Event description:
Information was received that the cadd administration set was slipping off her incision plus connector. Dose amount: 60 inch, frequency: continuous, route: IV. No reported adverse effects.